Event description:
It was reported that patient experienced repeated occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Patient changed infusion set and cartridge and resumed insulin, was advised to contact support when an occlusion was actively occurring, and case was escalated by customer care to clinical field team for further support, with no additional outcome information available.